Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance issues due to lead fracture. It was reported that the impedance measurements depends upon the patient¿s position. Boston scientific technical services (ts) explained that there is no value in leaving it on if not properly functioning because this could cause an issue. Additional information was received that the lv lead had high out-of-range (oor) pacing impedance. The patient would consult their physician but there were no plan of revision as of now. This lv lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that a surgical revision was performed and the lead was explanted and replaced due to high lv impedance measurements, loss of capture and lead fracture. No additional adverse patient effects were reported.